Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 443 mg/dl on (B)(6) 2018. The customer did not report any symptoms and treated for the high blood glucose using the insulin pump the customer had been attempting to engage the auto mode feature of their insulin pump prior to the adverse event. Troubleshooting was performed and identified that the insulin pump sensor had been in use more than 6 days. The device will not be returned for analysis.